Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted: the image depicts the valve seal for the trocar disengaged during a surgical procedure. Without the physical device functional evaluation is precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was removed from the patient at the end of the case on a laparoscopic inguinal hernia repair, it was observed that a valve seal, a plastic ring from the port portion of the device was disengaged into the patients abdomen. An x-ray was not performed and the surgeon was able to retrieve the ring and remove it from the patient using a laparoscopic grasper. There was no patient injury.